Event description:
Reportedly, during pt use, the ventilator alarmed with a 'low battery' error message. When the respiratory therapist replaced the external battery, the ventilator shutdown without a shutdown alarm. Medical intervention was reported; however, no additional information was received in regards to the pt outcome. Later, the respiratory therapist reported that this incident was due to the operator's error by taking the depleted external battery out from the unit when the internal battery was also depleted. The respiratory therapist acknowledged that the operator needed to plug the ventilator to ac in order to charge the batteries.

Manufacturer narrative:
.